Manufacturer narrative:
No information has been provided to date. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported per customer form: that 5-fu pump was ordered on( B)(6) 2022, 8640mg (172.8ml), qsd with 77.2ml ns to a total volume of 250ml. Pump number: 418697 was set at a rate of 2.6ml/hour for 96 hours. Patient was seen in office on (B)(6) 2022 for pump dc. It was noted that the pump showed that 248.2ml was given but reservoir bag still looked half full. The pump and bag were sent back to facility to withdraw the remainder from the bag. There was 141ml left in the bag (4873mg), so only a total of 109ml (3767mg) was actually given. This information has been given to the provider. Patient was receiving fluorouracil and ns. Pump has been set aside to return as defective. No patient injury was reported.